Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients profile was not populated in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient profile not populated. A technical support specialist (tss) verified that the patient was assigned to the correct unit despite conflicting area details. The tss dialed into the station and ran a patient snapshot query, which showed the patient in the database, but the profile still did not display. The customer was advised to merge the temporary patient account and initiate re-admission by transmitting an hl7 a01 message to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients profile was not populated in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.